Event description:
During a nissen procedure, the device started working fine, then the alarm sounded. It was not working properly. There was no pt consequence.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."